Event description:
During a marketing survey, the following incident was identified as a complaint. It was reported by the rep that during an unk procedure, upon passing the suture knot extracorporeally, pneumoperitoneum was leaking from the trocar. No additional info was provided. Additional info cannot be obtained as the survey was conducted anonymously. Efforts were made to "unlock" the survey to obtain submitter info. These efforts were unsuccessful. Pt consequence was not reported. The device status is unk but will not be returned. A corrective and preventative action has been initiated as a result of the survey to ensure that info provided through surveys is conducted in concurrence with the complaint process. In addition, a corrective action has been initiated to investigate the issues with trocar insufflation leakage.

Manufacturer narrative:
(B) (4): info is unavailable; device was not returned for eval. Eval summary: as a lot or batch number was not received, a device history review could not be performed.